Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with both prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.